Event description:
It was reported that the targeting device missed the hole.

Event description:
It was reported that the targeting device missed the hole.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the inspection documents for the instruments returned were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lots in question revealed function was given in full on the devices at the stage of delivery. Simulation of pre-operative function test (as required per IFU) performed on the returned device revealed that functionality is generally given although the nail adapter shows a slightly loose fitting. We recognized just a very slight mistargeting at superior. A real mistargeting in such a way that the drill missed one of the drill holes could not be confirmed. The deviation was noticed prior to a surgical procedure. Appearance of item and inspection records identified the nail adapter being of an old design version. These items were documented as faultless prior to distribution and as they had been in use for a longer time (approximately 5 years) we pre-suppose that they had fulfilled their tasks as intended in former surgeries. In order to address aging due to sterilization and to ease of use (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the former 3 items system had been replaced by the new t2 recon target device (B)(4). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.